Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the liberty select cycler with cycler set and peritonitis. Per the pdrn, the cause of the peritonitis was due to touch contamination which coincides with the bacteria cultured from the infection. Staphylococcus epidermidis is the predominant normal flora on human skin. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was diagnosed with peritonitis. The peritoneal dialysis registered nurse (pdrn) reported that the patient presented with cloudy effluent and abdominal pain and subsequently diagnosed with peritonitis. A pd effluent culture was positive for methicillin resistant staphylococcus epidermidis (mrse). The patient was treated with intraperitoneal (ip) vancomycin and tazicef (dose, strength, frequency and duration unknown). The patient¿s white blood cell (wbc) count was elevated (unknown values). The patient was not hospitalized for the event and continued with pd therapy. A re-culture was completed, and the peritonitis had cleared. Per the pdrn the peritonitis was due to touch contamination.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.